Event description:
Reportedly, between 30 seconds and two minutes were needed to display a page after clicking on an action on the smartview remote monitoring website.

Manufacturer narrative:
Based on available data, the reported issue could not be confirmed or further investigated. It should be noted that delays may be encountered, and could result from server issues or poor network coverage in the medical facility. A software upgrade was deployed on 27 october 2022 and improved performance related to the smartview remote monitoring website.